Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23063. It was reported that the patient presented in the intensive care unit (ICU) with arrhythmia. It was found that the patient's implantable cardioverter defibrillator failed to deliver high voltage therapy to convert the rhythm. The patient was externally cardioverted by the ICU staff. Remote transmission post-cardioversion revealed that the patient's atrial lead exhibited under-sensing of atrial flutter. Programming changes were made. The patient was stable.